Manufacturer narrative:
The outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the outflow graft met all requirements for release. The reported event could not be confirmed. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Surgical procedures for vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include bleeding and re-operation. Do not turn on the vad in air as this may damage the pump. Do not use an vad that was turned on without total submersion in fluid during the pre-implant test and prior to implantation: the vad must be completely submerged in fluid before being turned on. Do not preclot the outflow graft. Preclotting may disrupt the gel matrix, resulting in bleeding. Gelweave prostheses are sealed grafts and must not be preclotted. Do not implant the gelweave prostheses more than one month after removal from the foil pouch. This may disrupt the gel matrix, resulting in bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported by the surgeon: "we had multiple revisions due to oozing of blood through the outflow graft of the (left ventricular assist device) lvad" with this patient. "After some revisions we packed" the graph "in [fibrin sealant patch and a hemostatic matrix] other hemostatic means." It was reported that the oozing was over the whole length of the graph. The outflow graft was attached to the pump before doing the wet test, and the pump was kept on the operation table until it was time for pump attachment to the left ventricle. The pump was not kept in a solution. To solve the oozing from the outflow graft, [fibrin sealant patch and a hemostatic matrix] was spread on the graft, where after the graft stayed dry. The patient was reported to be in the hospital on extra corporeal life support (ecls) . No additional information was provided. Investigation ongoing.

Manufacturer narrative:
Additional information received from the physician reported that on (B)(6) 2015 the patient had another manufacturer's right ventricular assist device (rvad) implanted due to multiple unsuccessful weaning attempts from temporary right extracorporeal life support (ecls). During implantation of the rvad the outflow from the lvad "was perfect"; it was still wrapped with tachosil from the previous surgery. The physician reported having the impression that because the patient was "on temporary right ecls, it must have been a coagulopathy issue". Without the return of the device for analysis a definitive root cause conclusion cannot be made; however, as reported by the physician clinical factors and coagulopathy may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.